Manufacturer narrative:
Continuation of d10: product ID 399930 lot# j0555196v implanted: (B)(6) 2005 product type lead product ID 3708360 serial# (B)(6) implanted: (B)(6) 2005 explanted: (B)(6) 2006 product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 399930, serial/lot #: (B)(6), ubd: 15-sep-2009, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported, "something about the 2005 paddle lead had to be changed ¿ something wasn't working right, some problem with it ¿ so needed the 2006 surgery. I was told the 2005 paddle lead 'was not right.' I was told the paddle isn't active anymore¿ I will ask if it was removed." (Cmf record showed that lead still active). Pt mentioned they will have CT scan on friday, so they will be able to see the leads. Pt was told they could only have an MRI from their neck up but said they had been approved for an MRI in the same place they are currently trying to get approved for in the past; however, their doctor did not have those old records. Pt lost their ID cards for their scs and a pain pump and needed model/serial numbers and implant date information for their d octor to approve MRI; agent provided requested device info. Pt wanted to order new ID cards for both devices; agent documented reported information and warm transferred pt to device registration additionally, pt wanted to update/fix healthcare provider (hcp) info as well.